Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no scrolling bar/ramping numbers without button press. There was no moisture damage electronic/motor assembly. The pump had cracked case on all corners of display window, cracked reservoir tube and lip, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump fell in the toilet and the numbers were ramping up and down. She stated that the pump had a crack because she dropped it. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.